Event description:
It was reported that when using the bipolar handle the surgeon saw some small flames which appear to have come from the proximal end of the handle (furthest away from the patient), closest to the cable. The surgeon immediately stepped back and stopped coagulation. There were no injuries reported with this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: the handle returned presents some evidences of modification outside medtronic (etching on the handle/presence of non-conforming materials including a significant presence of glue). Moreover, the electrical tests carried out on the handle and the electrodes are non- conforming. The electrode returned in on short circuit. The short circuit is probably the consequence of the formation of an electrical arc which has likely been provoked by the insulation defect of the handle modified outside microfrance. Finally, evidence is noted of combustion on the cable connection. This electrical incident is responsible of the flames and sparks reported by the surgeon. The returned handle has very likely been modified by an external contractor not qualified by medtronic. Considering the non-conform materials highlighted on the instrument and the failed electrical tests , we can reasonably suppose that this modification outside of microfrance factory could be the root cause of the reported incident. Furthermore, we strongly advise to not carry out maintenance/repair or modification of microfrance instruments outside our service and repair department. This practice engages the responsibility of the hospital and could lead to patient consequences. The root cause of this event is abnormal use (including off-label use meeting the abnormal use definition). This device was proven to be remanufactured during analysis; therefore we are no longer considered to be the device manufacturer. Because we cannot effectively identify who modified the device we are submitting this MDR in due diligence.